Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Device code relates to problem code for the evaluation findings of clip failed to release from the catheter. (B)(4). A visual examination of the returned complaint device noted that the clip assembly would not open. The control wire was pulled back through the handle, two distinctive clicks were heard, but the clip assembly remained attached to the bushing and the clip prongs were not locked into the capsule. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017.   According to the complainant, during the procedure, the clip would not open. The procedure was completed with another resolution 360 clip device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.   Investigation results revealed that the clip failed to release from the catheter; therefore, this is now an MDR reportable event